Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited image flickers and slight crystallization on light guide plug section and control body. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the malfunction "image flickers" is traced to component failure and for malfunctions "slight crystallization on light guide plug section and control body" is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.